Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Based on a review of all available therapy log data, the cause of the iipv was determined to be: insufficient drain, false empty detect at initial drain. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 1. The patient's drain volume was 566ml. The fill volume was 410ml. This meets iipv criteria. Baxter product surveillance spoke with the peritoneal dialysis (pd) registered nurse (rn) regarding the iipv. The pd rn stated the patient did not have any symptoms around the time of the event. The patient is fine and continuing therapy on the cycler with no issues. No patient injury or medical intervention was reported. No further information is available.